Manufacturer narrative:
(B)(4) . Additional manufacturer narrative: aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. No information was provided alleging the edwards' device caused or contributed to the patient's expiration, as the exact cause of death remains unknown.

Event description:
Edwards received additional information that this 21mm bioprosthetic aortic heart valve implanted 10 years, one (1) month was being considered for valve-in-valve intervention due to severe aortic stenosis and aortic insufficiency. Upon follow-up, it was reported that the patient may or may not have the procedure done as she has deteriorated significantly with regard to her other serious comorbidities including stage 4 chronic kidney disease and bone marrow dysfunction. The patient was hospitalized due to acute kidney injury secondary to contrast nephropathy on chronic kidney disease secondary to hypertension, and likely cardiorenal. She was diuresed, but renal function continued to decline and she was felt to not be a candidate for tavr. She suffered acute hypercarbic hypoxic respiratory failure with increasing oxygen requirements. She was discharged to a hospice facility where she later expired.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Attempts to retrieve additional information are in process. Without additional information the cause of the event cannot be determined; however, patient factors may have contributed to the event. If additional information is received, a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 21mm aortic valve implanted 10 years, one (1) month, is being considered for valve-in-valve intervention due to severe aortic stenosis. No additional information was provided.